Manufacturer narrative:
Final device analysis was not possible. The device was returned without the capsule.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. It is unk whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.